Event description:
It was reported that the customer had an excessive no delivery alarm on the insulin pump. Customer experienced a no delivery during a bolus, so she took it out and changed out her set. Customer found a bent cannula and rotated the site where she inserted. Customer found bent cannulas in all 3 infusion sets. Customer stated that other times, she would bolus and get a no delivery alarm. Customer's blood glucose level was 300 mg/dl. Customer stated that her blood glucose level was 400 mg/dl today because she found that her infusion set had an occlusion. Customer reported that the alarm was resolved by a complete set change and because she was able to troubleshoot on her own. Customer does not want to return the set or reservoir for analysis. Customer wants replacements for the infusion sets. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.